Event description:
Patient presented back to the physician with improper wound healing of the neck incision site. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with a lump at the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the or 5 days later and found that the neck incision had opened with infection. Physician irrigated the pocket with antibiotic solution, removed the infected tissue, and closed. Physician prescribed antibiotics after the procedure was completed.